Manufacturer narrative:
(B)(4).

Event description:
It was reported that multiple episodes of short v-v intervals were observed on the rv lead. No anomalies were noted. X-ray did not reveal externalization. No changes were made. The patient will continue to be monitored.